Manufacturer narrative:
Findings: pump received with severely cracked and bleeding lcd glass. Unable to perform idle current, run current, self test, off no power, a21 error, displacement, basic occlusion, occlusion, prime/ a33 and no delivery test due to lcd damaged. Also received with severely scratched display window, case damaged, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer called to report damage to the insulin pump. It was reported that the customer was in a motorcycle accident and landed on the insulin pump. Customer's blood glucose reading was 125 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.